Manufacturer narrative:
Product analysis: the complaint was confirmed, the connector assembly was found to be broken. Display wires were found to be pinched, with compromised insulation. Upper case, lower case, and hanger assembly were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a non-functioning atrial connector. The epg was returned for service. Th ere was no patient involvement.